Event description:
In 2009, the pt underwent an endovascular procedure to treat a thoracic aortic aneurysm. The physician introduced a 24 fr gore introducer sheath with silicone pinch valve which would not advance through the pt's right iliac artery. The physician advanced the gore tag thoracic endoprosthesis without the sheath and landed the device as intended. The physician then selected a gore tag thoracic endoprosthesis and advanced this device without the sheath. At that time, the pt's right external iliac was torn. The physician withdrew the device and repaired the artery. The physician then used a dacron conduit in the right common iliac and reintroduced the gore tag thoracic endoprosthesis. The physician intentionally covered the left subclavian artery. The aneurysm was excluded and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.. Code: according to the gore tag thoracic endoprosthesis instructions for use, adequate iliac or femoral access is required to introduce the device into the vasculature. Careful eval of vessel size, anatomy and disease state is required to assure successful sheath introduction and subsequent withdrawal. A surgically created vascular conduit may be needed to achieve access in select pts. Do not continue advancement of the guidewire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel or delivery catheter damage may occur.